Manufacturer narrative:
Per the initial reporter, the device will not be returned. PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during implant of an abdominal endoprosthesis, the 14 fr performer introducer continued to leak the patient's blood while being used to perform femoral surgical access via the groin to introduce the endoprosthesis. The leak from the introducer was unable to be stopped; the same issue was noted to have been encountered with several other introducers (12 fr introducer specified - refer to medwatch 1820334-2018-00574). During this case, the introducer's hydrophilic coating was activated with physiological solution. No other devices were being utilized through the introducer as it was used only to perform the seldinger technique and maintain patency of the femoral artery while the surgeons worked on the contralateral side of the patient's leg. It was noted that the anatomy of the patient's iliac artery was good - no reported calcification/ tortuosity. A cook medical zenith alpha abdominal endovascular graft was additionally used during this case. The procedure was able to be successfully completed; the patient did not require any additional procedures/ intervention due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and patient outcome for the other introducers (including specified 12 fr) has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows 3 nonconforming events which could contribute to this failure mode; however, the nonconforming devices were scrapped, replaced, and 100% inspected for leakage. It should be noted there were 2 other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.